Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment. Customer's blood glucose was 575 mg/dl, which was treated with bolus delivery. Customer reported that leak was only confined to reservoir compartment. Customer reported that there were no cracks or splits in the barrel and all components were present. Customer was advised that reservoir would need to be replaced.